Manufacturer narrative:
According to the patient's medical records obtained, a second physician consultation agreed with the prescribing physicians course of treatment with antibiotics and v.a.c. Therapy. The unit was tested per quality control procedures in 2008 prior to delivery to hospital and the unit met specifications.

Event description:
It was reported that patient had undergone a right femoral endarterectomy and patch angioplasty in 2006. At about 15 days post-procedure, the patient was presented to the physician's office with complaints of increased pain in the right groin. It was reported that the wound was opened and a large amount of blood and serous fluid was expressed. It was also reported that on that day, the patient was admitted to the hospital for treatment of right groin surgical wound infection and placed on antibiotic therapy as well as a v.a.c ats system without complications. About two days later, the doctor ordered discontinuation of the v.a.c. Ats system and ordered placement of the v.a.c. Freedom system and the patient discharged home. It was reported that three days later, the patient allegedly suffered an acute arterial hemorrhage of the repaired right femoral artery and subsequently died.